Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Per previous discussion with the customer, it is their policy not to provide patient demographics.

Event description:
It was reported that the battery was discharged without providing "low battery" or "very low battery" alarms. The device was turned on again the day after the event and after powering on, it did provide a "very low battery" alarm. The event occurred in intensive care unit. Upon physical inspection of the device by the customer's biomed, it was found to have an intermittent connection to a/c due to internal fault in the power cord that is not visible. The only indication is that the a/c light is not always on when plugged onto power outlet. It was mentioned that the battery was new and installed in (B)(6) 2019. Although requested, additional information was not provided.

Manufacturer narrative:
The report of a battery discharge without providing ¿low battery¿ and ¿very low battery¿ alarms was confirmed in the pcu event log. The failure was attributed to an inadequately charged battery (intermittent power cord connection) in combination with not having performed annual battery maintenance. The pcu error log showed no errors or malfunctions to have occurred on the customer-reported incident date. A review of the returned pcu battery log confirmed a battery discharge (lb3) alarm to have occurred on (B)(6) 2020 at 11:49pm. The system was initially programmed at 11:48 am and was in continued use until the reported event at 11:49 pm. At 11:49pm, the system alarmed battery discharged/low battery (lb3). The user confirmed the alarm (soft key 14) and the system powered off. Pm records received from the customer do not show any battery conditioning performed on the returned pcu device. Battery conditioning and testing resulted in the battery appropriately alarming through all phases of low battery detection using the customers reported incident infusion parameters. Testing of the power cord found an intermittent open connection on the white (neutral) line. The proximate cause of the ac light not always being on when plugged into ac power outlet was determined to be an open connection in the white (neutral) line of the power cord. The open connection is suspected to be attributed to improper use and/or handling of the power cord.

Event description:
It was reported that the battery was discharged without providing "low battery" or "very low battery" alarms. The device was turned on again the day after the event and after powering on, it did provide a "very low battery" alarm. The event occurred in intensive care unit. Upon physical inspection of the device by the customer's biomed, it was found to have an intermittent connection to a/c due to internal fault in the power cord that is not visible. The only indication is that the a/c light is not always on when plugged onto power outlet. It was mentioned that the battery was new and installed in (B)(6) 2019. Although requested, additional information was not provided.